Event description:
Consumer reports that she was using tampons in 2005 and became ill with a flu-like illness with vomiting and fever of 106-107 degrees. Pt was hospitalized and on a ventilator. Consumer reports that the infectious disease expert felt like it was toxic shock syndrome. Consumer had peeling of skin after the hospitalization.

Manufacturer narrative:
The product was not returned to kimberly-clark for eval nor was a lot number provided by the consumer as the incident occurred 3 yrs ago. Therefore, a review of the device history record was not possible.